Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that power on reset (por) appeared on patients remote and stim shut off on (B)(6) 2022. Patient did not have a device reset. Patient's battery did not deplete. Pt reports that on that date she was at the airport dropping someone off and then went to the casino. Por cleared. Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.